Manufacturer narrative:
The investigations found for one of the events that there was a blockage from the air dryer to the vacuum tank. The investigations for one of the events is ongoing. The follow up/corrective actions for one of the events was the blockage was cleared. Probes were adjusted and one probe was replaced. Rinse levels were adjusted and mixers were aligned with the cuvettes. Gear pump pressure and rinse stations were adjusted. Controls were much more stable after these actions. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>2</noe> malfunction events. Erroneous non-reproducible results were generated by a cobas c513 analyzer. The events involved a total of 5 patients with the following: 5 a1c-3 tina-quant hemoglobin a1c gen.3. The provided patient's age was (B)(6). One patient was female.

Manufacturer narrative:
For the one pending event, the investigation determined that the service actions by the engineer resolved the issue and the system was working within specification. The follow-up actions for this event were: the field service engineer found the sample probe drying was not functioning correctly. He resolved the issue and checked the system which was now functioning correctly.